Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose (bg) level was 50 mg/dl. Customer drank milk and honey to resolve the low bg. Reportedly, tandem technical support helped the customer to navigate the sound volume menu. Pump was operating as intended.